Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a off no power. The customer's blood glucose was 276 mg/dl at the time of incident. The customer stated they were unable to give a correction due to the off no power. The customer also reported a low battery alert did not occur prior to the off no power. It was also found the customer had a failed battery test alarm. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Troubleshooting was not completed as the customer did not have new batteries available. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.